Manufacturer narrative:
Method: this product was determined to be a concomitant product. Results: this product was determined to be a concomitant product. Conclusion: surgeon does not believe the product contributed to the reported infection therefore this product was determined to be a concomitant product. Report was filed for other product involved under MFR report# 0008031020-2017-00647.

Event description:
It was reported that; patient's left foot was revised due to infection (it was not reported to the rep if infection was clinically confirmed). Surgeon reported that the anchorage ii plate was broken.

Event description:
It was reported that; patient's left foot was revised due to infection (it was not reported to the rep if infection was clinically confirmed). Surgeon reported that the anchorage ii plate was broken.